Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the generator change out, the lead was capped due to a pacing lead impedance anomaly. The patient was stable before, during and after the procedure.